Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis pt reported experiencing drain complications. A follow up call was made to the peritoneal dialysis nurse. The peritoneal dialysis nurse reported that the pt was in the hosp at this time. The pt was admitted to the hosp on (B)(6) 2015 for enterococcus spp peritonitis (touch contamination). The pt was in the hosp until (B)(6) 2015. Upon discharge the pt was switched to hemo dialysis temporarily.